Manufacturer narrative:
Investigation: bd received several samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for fm embedded in the stopper, fm in gel and defective printing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological and tubing extenders with molding defects (non-cosmetic) that can be used before use. The foreign matter event occurred 10 times. The molding defects event occurred 130 times. The following information was provided by the initial reporter: the customer noticed the following issue: defective marking x130 fm in tube x4 fm in gel x2 dirty inside of stopper x4 ¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological and tubing extenders with molding defects (non-cosmetic) that can be used before use. The foreign matter event occurred 10 times. The molding defects event occurred 130 times. The following information was provided by the initial reporter: the customer noticed the following issue: defective marking x130, fm in tube x4, fm in gel x2, dirty inside of stopper x4.¿